Event description:
It was reported a filter did not open completely following deployment via a jugular approach. The fileter was successfully removed via the jugular site utilizing a snare. Another filter was successfully placed without pt complications. The filter was returned for evaluation without the delivery system. No problems or defects were noted with the filter. Without the entire system a thorough investigation could not be performed. Co follow up revealed that continual flushing of the carrier system during the implant procedure was not performed which co believes contributed to this event. However, without a thorough exam of the entire device co cannot determine the exact cause for this event. Co directions for use state: "do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe. The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus inside the filter which can bind the legs and prevent complete opening upon release".